Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected for fracture. The patient underwent surgical intervention to determine the issue. The lead was thoroughly tested via the pacing system analyzer and everything appeared within normal limits at that time.

Manufacturer narrative:
The physician elected to keep the lead in service. The patient tolerated the procedure well, and there were no adverse patient effects beyond the unplanned surgical intervention.